Event description:
It was reported that a power surge occured with this programmer and the usb port on the back of the unit is broken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power surge occured with this programmer and the usb port on the back of the unit is broken.